Event description:
It was reported that the tip of the inserter broke off when the surgeon inserted the cup using the inserter. Because fragments remained in the cup's threads, the entire cup had to be removed.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h3, h6, h11. D10: g7 osseoti 3 hole shell 48mm c; item #: 110010242; lot #: 67130166. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified associated shell was returned with the fracture fragment of the threaded tip from the g7 inserter threaded shaft. Fractured fragment returned is the leading section of the inserter thread and hex hole. Retained fragment shows scratches and gouges on the finished surface and visible hex wall. No other pieces were returned for evaluation. The fragment was tight and unable to spin freely out of the shells threaded hole during evaluation. No other damage was noted. Device age is unknown. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.